Manufacturer narrative:
Additional information: common device name/procode: ffk. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the stonebreaker pneumatic lithotripter had a leak in the cartridge due to a faulty joint, requiring the physician to use open surgery to complete the procedure. The complaint device did not make patient contact, and there were no further injuries aside from the additional procedure.